Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached. The detached guide catheter was also kinked and bent in several locations. The push catheter and the pull wire were noted to be bent in several locations. The stent was not returned. A functional evaluation was not performed due to the condition of the returned device. The investigation concluded that the condition of the returned incident device was consistent with the complaint that guide catheter was broken. Most likely, some operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. Kinks and bends on the device would lead to difficulty in deploying the stent. Continued efforts to deploy the stent likely caused detachment of the guide catheter. Therefore, the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. Correction: 18365993 is the device lot number.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent set was used during an endoscopic retrograde biliary drainage (erbd) procedure performed in the bile duct on (B)(6) 2016. According to the complainant, during the procedure, when the physician began releasing the stent, severe resistance was encountered. As the physician continued to pull the hub, the guide catheter got detached and the stent was deployed into the lesion. The guide catheter was completely removed by endoscope from the patient. The procedure was completed with this device. There were no patient complications as a result of this procedure, and the patient's condition at the conclusion of the procedure is reported to be "good".

Manufacturer narrative:
(B)(4) patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent set was used during an endoscopic retrograde biliary drainage (erbd) procedure performed in the bile duct on (B)(6) 2016. According to the complainant, during the procedure, when the physician began releasing the stent, severe resistance was encountered. As the physician continued to pull the hub, the guide catheter got detached and the stent was deployed into the lesion. The guide catheter was completely removed by endoscope from the patient. The procedure was completed with this device. There were no patient complications as a result of this procedure, and the patient's condition at the conclusion of the procedure is reported to be "good".